Event description:
The following info was received by baxter from a medical ctr in 2009. A colleague single channel volumetric infusion pump was in use during a pt infusion, while infusing insulin, the device malfunctioned. The tubing was ejected from the device, the device was then turned off, restarted and reprogrammed. The same malfunction occurred again within an hour. Additional info was obtained from the risk analyst the same day, no pt injury or medical intervention was associated with the failure. Further observation was placed on the pt due to multiple system involvement from a prior medical history of end stage liver disease with liver transplant. As of eight days prior, pt is thriving. Additional info received on 02/02/2009 via voicemail message. The biomedical engineer called with the serial number of the device.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.